Event description:
Acetabular inserter plate tab broke off intra-operatively during total hip arthroplasty in 2004. Fragment was not discovered until examination of post-operative radiographs. No additional surgery has been scheduled to date.